Event description:
It was reported that for a patient in ICU treatment, the trans-nasal silicone endotracheal intubation was replaced (the intubation was in normal use). After replacement, it was found that the air bag could not be filled, the air bag was considered to be ruptured. No patient injury was reported.